Event description:
Reportedly the plate and screws removed were non-synthes hardware. It was reported the operation time was more than 20% prolonged. This report is for a hss drill bit.

Manufacturer narrative:
This device is used for treatment, not diagnosis.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Re-use of old scar, extern side of knee and right tibia. Surgery without tourniquet. Access of the plate. Removal of 4 inferior screws with difficulties. Attempt to use a diamond drill unsuccessfully. The metal was blocked. The plate remained without mobility. Washing and closing. The surgery was hemorrhagic, bleeding in layer, unable to remove the last screw and the plate despite various attempts.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. Corrected from product problem to adverse event. This report is for a hss drill bit ø3.5 f/implant steel and not for an unknown gripper instrument. Manufacturer name, city and state corrected from synthes USA, (B)(4) to synthes (B)(4). Corrected type of reportable event from malfunction to serious injury. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on an unknown date, a patient underwent a surgery to extract a locking compression plate (lcp) and screws from the tibia. While removing each screw, the screwed gripper was blocked on the screw head and required a screw hold and a clockwise twisting in order to extract it from the screw head. The screw which was in the middle of the plate could not be removed because this device remained completely stuck on the screw head, not turning in either direction. The surgeon attempted to turn it further to the left to unscrew the screw. The extremity broke off and blocked in the screw head. This report is for an unknown gripper instrument. This is report 1 of 1 for complaint (B)(4).